Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had glare, reduced contrast, fluctuating vision. The iol was exchanged for unspecified monofocal lens. Clinical reason for explant mentioned as mechanical complication.

Manufacturer narrative:
The explanted lens was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The root cause cannot be determined for the reported complaint of "glare, reduced contrast, fluctuating vision, explant". Each lens is subjected to a 100% assessment of the power (cylinder and sphere) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The explanted lens was not returned for an evaluation. The reporter was the consumer. The consumer was advised to speak to surgeon regarding issues they are experiencing or seek a second opinion. Company is unable to provide medical advice or recommendations. Consumer was advised an investigation will be performed on the serial number of the implanted lens and if interested in the final response they may call back in 120 days for results. Consumer was asked to contact company should additional details become available. Patient educational materials were emailed. Information was provided that the company (1.50 cyl.) 16.0 diopter (add power +2.2/+3.2 diopter) was removed and replaced with an unspecified monofocal lens. The diopter information of the replacement was also not provided. Due to the exchange of multifocal toric lens for a monofocal lens, this suggests that the replacement lens (monofocal) may have been an improved choice for the patient vision needs. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).